Manufacturer narrative:
The directions for use (dfu) contains a caution for underfilling the pump: "cautions: filling the pump less than nominal, increase flow rate." Because no lot number was received, the lot history, device history, and retains could not be evaluated. I-flow received one empty and used sample for eval and investigation. The pump was refilled with normal saline solution to the reported fill volume of 80ml and a flow rate accuracy test was performed. The flow rate accuracy was within specification. Product complaint was not confirmed.

Event description:
(Drug/diluent: dexamethasone 3mg/ml saline 77ml). (Procedure: ice procedure). (Catheter placement: epidural space l1-2). Fast flow. Finished 24 hrs early. No adverse event occurred. Fill volume 80ml and flow rate 1ml/hr. Date of event: (B)(6) 2008. Per dfu: nominal fill volume: 100 and nominal flow rate: 1ml/hr.